Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017.

Manufacturer narrative:
This report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced necrosis at implant site on (B)(6) 2017, subsequent to sustaining a head injury. The patient was hospitalized on (B)(6) 2017 for a duration of 1 week was and treated with IV and oral antibiotics due to an infection at implant site.